Manufacturer narrative:
No product was returned for inspection. Returned photographs show that the abutment screw is fractured at the drive feature. The remainder of the device appears to be worn from usage. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates screw fracture. The alleged event was confirmed following inspection of returned photographs a root cause for this complaint could not be determined. The following sections were updated: date of this report. Add expiration date, UDI not available. Date received by manufacturer. Follow-up number. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date. Add evaluation codes.

Manufacturer narrative:
Event date unknown. Product has not been returned. Product was discarded.

Event description:
The dentist reported that ( ica001) abutment screw fractured. The implant was loaded with ica001 and with a cshy04 bar.